Event description:
It was reported that three days after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was located in the mid left anterior descending (lad) artery and was 22mm in length. The vessel was 3.00 mm in diameter, moderately calcified and 90% stenosed. The right femoral artery was the vascular access site. The physician pre-dilated the lesion with an unspecified 2.50x20mm balloon and successfully deployed a taxus express2 2.75x32mm drug eluting stent (des) in the mid lad. The stent fully expanded after deployment, it was post-dilated with the delivery balloon and the final result was well positioned and well apposed. The procedure was one hr and thirty mins in duration. Plavix, lipitor, nitro, bd and icea were administered prior to the procedure; heparin was administered during the procedure; and lipitor, asa, clopidogrel and nitro were administered post-procedure. Three days later, the pt presented with chest pain and st elevation. Thrombosis was diagnosed in the stent previously place in the lad. No further info was available in regards to the re-intervention procedure. F/u has been requested but has not been rec'd as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch # for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.